Event description:
The customer reported that the battery shutdown unexpectedly while in use. There was no report of patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.